Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the door failure due to software issue. A technical support specialist closed the ticket without further investigation since there was no response from the customer. The serial number in this MDR was left blank. Asked tsc for the affected device (asset information) and will update when the information is available. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system door failed. The customer reported that users were unable to remove medications from the station. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.